Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tip appears to be thinner than the rest of the catheter and is breaking off. There was no harm to the patient. The customer stated this has happened to others they have opened as well.